Event description:
Flagyl 500mg/100ml bag hung with pump set to run over 1 hour, nurse returned to room rn noted that the antibiotic had completely infused at 20 minutes. Vs checked stable with hr 85 sats 98%/ra. Cn/md made aware, per pharmacy- no reason for concern as this drug can be run on a 30 minute dose. Clinical engineering ticket placed on the IV pump. Nurse did double check that setting had been set correctly to run at 100ml over 1 hour.